Manufacturer narrative:
One suspect pump was returned for evaluation. Visual and functional tests were performed on the returned device. The reported event was unable to be confirmed. The downstream occlusion (dso) sensor is being recalibrated as a precautionary measure. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that the pump presents an occlusion alarm. There was no reported patient involvement.